Event description:
It was reported in this study which was aimed to identify the underlying cause of myocardial infarction with non-obstructive coronary arteries (minoca) in a high percentage of cases using the combination of optical coherence tomography (oct) and cardiac magnetic resonance imaging (cmr). Oct imaging was performed using a commercially available oct system (dragonfly optis or opstar imaging catheters). Three oct image sets were not interpretable for the presence or absence of a culprit lesion, and two were lost. Three coronary dissections resulted from oct (0.9%), all requiring stenting for treatment. One was associated with a small hemopericardium that did not require drainage. No additional information was provided. Details are listed in the article titled, multi-modality imaging to determine underlying causes of minoca in women and men.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated. Attachment: article titled "multi-modality imaging to determine underlying causes of minoca in women and men".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported imaging loss, poor imaging results, vascular dissection, pericardial effusion, and unexpected medical intervention could not be determined. A cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of a vascular dissection is listed in the dragonfly optis instructions for use as a known potential complication which may occur as a consequence of intravascular imaging. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.